Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The root cause of the reported issue is attributed to user error as two peripheral screws were removed in the previous revision and not replaced, thereby putting excessive strain on the central screw causing it to fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial surgery approximately thirteen (13) and a half months ago. The patient underwent an initial revision surgery due to a postoperative infection four (4) months ago. The glenosphere and bearing liner were revised. The patient underwent a second revision approximately two (2) months ago due to loosening of the implants. The peripheral screws and taper adapter were revised. Subsequently, the patient is being considered for a third revision surgery due to the central screw fracturing after the third surgery. The surgeon is planning to use the hhr system when the revision surgery takes place on and unknown date.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110027734, compr vrs glen pps min tpr adr; lot#: unknown. Item#: 180551, comp lk scr 3.5hex 4.75x20 st; lot#: 65699984. Item#: 180553, comp lk scr 3.5hex 4.75x30 st; lot#: 65930511. Item#: 180554, comp lk scr 3.5hex 4.75x35 st; lot#: 877630. Item#: 180555, comp lk scr 3.5hex 4.75x40 st; lot#: 849670. G2: foreign: japan. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.